Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes? D10: returned to manufacturer on: 2021-02-23. H6: investigation summary: customer reported a leak from a crack in the filter, and returned the affected sample. The sample was primed with water, and had a clear leak in the distal air vent membrane. There is a known issue for long term alcohol-based drugs and lipids which can lead to leaks, but the customer reported only having primed the sample with saline. The supplier for the filter will be contacted to conduct a further investigation on the root cause for the issue. The sample was sent to supplier, and they mistakenly did not investigate or report on the sample. Complaint is closed to the quality engineer's memo. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause remains unknown without the supplier investigation.

Event description:
It was reported that as lvp 20d ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2434-0007 batch no: unknown. It was reported that while priming IV tubing, a leak was noted from a crack in the filter. Verbatim: 1. (B)(6) 2021, 16:20. 2. #2434-0007 ¿ no lot number provided. 3. ¿primed IV tubing and noted leaking from a crack in the filter.¿ ¿ item was kept and we can return to bd for investigation. 4. Patient ¿ male, dob (B)(6) 2020. ¿primed IV tubing and noted leaking from a crack in the filter.¿

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2434-0007 batch no: unknown. It was reported that while priming IV tubing, a leak was noted from a crack in the filter. Verbatim: (B)(6) 2021, 16:20. #2434-0007 ¿ no lot number provided. ¿primed IV tubing and noted leaking from a crack in the filter.¿ ¿ item was kept and we can return to bd for investigation. Patient ¿ male, dob (B)(6). ¿primed IV tubing and noted leaking from a crack in the filter.¿